Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not recognize te) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the inability to complete testing is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. There was no adverse event associated with the monitor malfunction.

Event description:
2/24/2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor returned a monitor and reported that it would not recognize a therapy electrode connection.